Event description:
A pt whose anatomy was not calcified but had tortuous iliacs, underwent evar with renu converter as initial graft placement on (B)(6) 2014. The physician placed the renu converter and two zsle devices deployed in normal fashion. He then ballooned for indication and took an angio, which showed a type la endoleak and a type IV endoleak (only in relation to the zsles - both and in nitinol section). He pulled pigtail into the graft and shot another angio to confirm the seepage into both zsle devices. The physician decided to reline with a longer zsle first, and then another shorter zsle behind it. He then ballooned for indication and took another angio. Type IV no longer present but the type I still there. So a zenith main body extension was placed. There was still a small type la endoleak at end of the procedure. He reballooned and confirmed that there was a still a type la or type ii endoleak, which would likely be reversed after heparin reversal. He will follow up with scan in a few days. Currently all grafts remain implanted as intended.

Manufacturer narrative:
No known consequences to the pt were noted. Endoleaks are labeled in the IFU. Event eval: still under investigation.